Manufacturer narrative:
The customer confirmed on the initial call that the device was removed from service after the reported issue occurred. The biomed tested the device for 2 days and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned for use. As the biomed was unable to duplicate the reported issue, the cause could not conclusively be determined.

Event description:
The customer reported that while in use, a qube bedside monitor restarted on its own. There was no patient or user harm associated with this event.